Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported from the patient indicating that they revised a second time on (B)(6) 2014 because their ins was sticking through their skin.

Event description:
It was reported that the patient had their battery surgically moved/revised to optimize recharging in (B)(6) 2014. It was reported that the revision was not device related but was pocket related. The manufacturer¿s representative (rep) was meeting with the patient the day of the report and noted that the implantable neurostimulator (ins) was in a good position. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.